Manufacturer narrative:
Reportable as it was an interruption in therapy for the patient. The complaint of "bag exploded while it was being pumped up" were reported. There were no photo images or videos provided for evaluation. However, potential root cause of the issue may have been caused by inadequate seal over inflation that would cause the bag seal to pop open or seams to tear. Testing was performed for inventory analysis for lot number 230600719 that was pulled closest to the lot number provided. Based on the test results the defect was not confirmed in the inventory analysis for lot number 230600719 that was pulled closest to the lot number provided. All units were observed to not have any visible damage. The regulatory risk was identified as minor-violative per table 2 of ref-(B)(4) and has been submitted to carb for review. We will continue to monitor trends during our periodic complaint review meetings.

Event description:
Bag exploded while it was being pumped up.

Manufacturer narrative:
Reportable as it was an interruption in therapy for the patient.

Event description:
Bag exploded while it was being pumped up.